Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was in good condition with no appearance of any physical damaged. The device history log reported primary audible alarm post, acu watchdog failure. The device was tested using ,occlusion test and power up process.power up process the tech reported they were. Unable to duplicate primary audible alarm post during occlusion test and power up process. Unable to duplicate acu watchdog at power up. The root cause was. Unable to determine. No problem found. Acu watchdog is a symphathy alarm, is symphathyzing the primary audible alarm background. The technician. Replaced speaker for preventive. No repair was needed. Performed power up process and all functional testing on the device which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported the device had a primary audible alarm post/ acu watchdog failure. No patient injury reported.